Manufacturer narrative:
Exemption number e2014021. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities in 2016 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. An epicutan test was send to the patient in order to detect any allergy to the ingredients of the device. No samples sent for analytical investigation. No batch number available. Without the sample and /or lot number, further evaluation is not posssible. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted. H3 other text : no sample available.

Event description:
(B)(6). Presented to clinic on (B)(6) 2017. 6 weeks prior to adverse reaction, patient presented at wound clinic having their wound dressed, and the patient complained of puffy eyes, but this was not formally reported. On (B)(6) at 11:30am, the patient presented to wound clinic and a wound care clinician treated wound with soak and rinse of prontosan solution. The patient then had an anaphylactic reaction (adverse reaction) recorded at 12:30pm. A met call (call to emergency 11:59am, stabilised at 12:53pm) was raised at (B)(6), and treated there. Patient then sent to emergency department soon after with shortness of breath, with sats (oxygen) at 98%, increased heart rate, decreased bp, facial puffiness, angio oedema, and chest pain. She received treatment with adrenaline, ventolin and prednisolone. Patient has been referred back to her community provider she was fine later that week. No batch information available. Phone call made to clinician on 31 march, 2017, no response / contact had until 2nd may, 2017.